Event description:
I am forced to wear a mask at work and as a result have suffered from fatigue, headaches, migraines, shortness of breath, nausea and other negative symptoms. Please revoke the eua for masks for the public. It's harming people on a grand scale. FDA safety report ID # (B)(4).